Manufacturer narrative:
The reference (B)(4) has been allocated to this event by rayner. The info received from rayner's (B)(4) partner states that the healthcare facility determined that fibrin reaction had developed post-operatively. No causality assessment has been provided by the healthcare facility. The healthcare facility has confirmed that they have successfully treated and resolved the observed fibrin reaction. The pt is reported to be "in well condition again." Fibrin reaction is listed as a complication related to iol surgery in the c-flex advance aspheric IFU. Rayner is liaising with its (B)(4) partner to obtain additional info on the report of fibrin reaction in order to determine the cause of or the factors contributing to the incident. Our review of product records for the c-flex advance aspheric adv970 iol batch 083e51373 showed that all mfg and qual checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. No other incidents, of any type, have been received against the c-flex advance aspheric adv970 iol batch 083e51373.

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) partner of an event that occurred following implantation of a c-flex advance aspheric adv970 iol. The event description provided states that fibrin reaction was observed in the post-operative period.